Event description:
It was reported by the patient that the patient's device was "defective". The patient also stated they may have had "bad wires". The device and leads were explanted and not replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
B5 additional information: additional information was later obtained from the patient's clinic indicating that the device and leads were removed due to infection and that there were no known device or lead problems. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).